Event description:
It was reported the lower third of this esophageal stent was noted to be fractured. No further details regarding the circumstances surrounding this event are available at this time. Several attempts to obtain additional details have been unsuccessful to date. Should additional details become available, a supplement will be forwarded at that time. The device has not been received by this manufacturer. Therefore, no failure analysis is available. Without evaluating the device and without additional details, co is unable to determine the cause for this event at this time.